Event description:
On (B)(6) 2014, the reporter contacted animas, alleging tactile changes/unresponsive issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the display is dim and pink. There was no damage or peeling to the keypad. The bolus button was torn. The battery cap is missing, used test cap for all steps, test battery cap does tighten fully. The contrast key is not working. The down key is intermittently unresponsive. The ok and up keys respond appropriately. Removed the keypad and found contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.